Manufacturer narrative:
Email received by (B)(6) critical care specialist, medline industries, inc., who sent attached reports from (B)(6) medical center in regards to the three reported incidents. Reporter states, (B)(6) year-old, (B)(6) pound, 5'1" female, scheduled for a robotic total laparoscopic hysterectomy (tlh) with bilateral salpingectomy and cystoscopy had a 16 fr, silicone-elastomer coated latex foley catheter inserted for the purposes of draining the bladder during surgery. Reporter states, 10cc of sterile saline from the foley kit was used to fill the foley balloon and secure the balloon in place. Reporter states, upon completion of the procedure the balloon, "was empty and just fell out." Reporter states, a consult was sought from the urologist and a cystoscopy was performed. Reporter states, "cysto revealed no perforations or lacerations. No active bleeding." Reporter states, the urologist post cystoscopy placed a new catheter. Reporter states, patient discharged home (B)(6)2021. Sample returned for evaluation. Investigation conclusion / root cause: the reported issue of a deflated foley catheter balloon was confirmed through functional/visual inspection of the received photos. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Investigation conclusion / root cause: the reported issue of a deflated foley catheter balloon was confirmed through functional/visual inspection of the received photos. Based on the condition of the samples, some possible root causes could be, but are not limited to, a patient specific condition, insertion method, an error in the manufacturing process, etc. The manufacturing facility will be notified regarding the issue.

Event description:
It was reported, foley catheter balloon reported to have popped within patient after insertion.